Event description:
The patient reported that some, number not specified, v-go 20 devices are falling off because the adhesive is not sticky. The patient stated that she touched the pad and they were not sticky to the touch. The patient applied her last v-go on 9/29 at 10pm and it fell off on 9/30 at 2:45pm. The patient confirmed that she uses an alcohol swab to clean the infusion site and patient is applying the v-go between the breast and belly.